Event description:
While physician was using arthrex product (B)(4), ablator, lot # 355629, the wand insulation "burned away" and "sparks" were seen at tip of wand. Though no harm to patient, there is certainly a potential for same. This is second incident of this nature within a week.